Event description:
During the surgical operation the surgeon could not tighten the helical compression blade. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation of the complained device could not identify the root cause for the reported problem. The carried out functional test could not identify any deviation to the specifications. After disassembling, all parts were found in faultless conditions. Product fault was not found. A review of the device history record did not show conditions that could have contributed to the reported event.